Manufacturer narrative:
H4: device manufacture date: may 3, 2021 - may 4, 2021. H10: the device was received for evaluation. Visual inspection on the returned sample noted a non-baxter red luer cap was attached to the folfusor unit. Evidence of white drug residue was observed at the red luer cap which indicated leak had occurred. A functional leak test was performed on the unit by filling the bladder with green color water to the nominal volume. After fill and prime, to ensure the non-baxter red luer cap is securely connected to the folfusor, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the folfusor unit was being monitored until the next day. The next day, no evidence of leak was observed from the non-baxter red luer cap. Baxter's blue winged luer cap was also leak tested on the folfusor unit and no evidence of leak was found. The reported condition of leak was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) 2 ml leaked. The issue was identified before use. There was no patient involvement. No additional information is available.